Manufacturer narrative:
Med. Report: 9615332-2018-00074 is associated with argus case (B)(4) biotene original oral rinse (original).

Event description:
I was choking. I swallow some of the product (accidental device ingestion). I was choking and coughing. I feel like a scratchy throat/my throat is scratchy on left side like burning (burning in throat). I don't use it with a spoon like it says. Device use error. Case description: this case was reported by a consumer and described the occurrence of choking in a (B)(6) female patient who received glycerin (biotene original oral rinse (original)) mouth wash (batch number 7l177c, expiry date 31st october 2020) for dry mouth. On (B)(6) 2018, the patient started biotene original oral rinse (original). On (B)(6) 2018, less than a day after starting biotene original oral rinse (original), the patient experienced choking (serious criteria gsk medically significant), accidental device ingestion (serious criteria gsk medically significant), cough, burning in throat and device use error. On an unknown date, the outcome of the choking, accidental device ingestion, cough and burning in throat were not recovered/not resolved and the outcome of the device use error was unknown. It was unknown if the reporter considered the choking, accidental device ingestion, cough, burning in throat and device use error to be related to biotene original oral rinse (original). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received on 30 may 2018. The consumer stated that she had been using the biotene because she was taking a lot of medication that made her mouth dry. That early morning she took the bottle and put her head back and put the bottle up because she thought there was a drop left but it came out more than what she expected. After that, she was choking and coughing in the bathroom because she swallow some of the product. She felt like a scratchy throat and had to clear it every few minutes. It felt that her throat was scratchy on left side like burning. Do you know if would it go away eventually? She don't use it with a spoon like it said. Was there any problem with this product when you swallow some of it? .